Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, cracked middle (enter) keypad button. The pump was received without a battery cap. The pump passed displacement and self tests. No unexpected pump error 63s were noted during testing. Thump software was utilized and uploaded most trace/history files but with some parsing errors in the pump history file. Pump error 63 (variableinfo = 0x015 hex = 21) occurs in the pump history file at the following times: (B)(6) 2024 11:04:04, (B)(6) 2024 14:09:54, & (B)(6) 2024 09:55:46. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 63s was confirmed in the pump¿s history. Pump error 63 (variableinfo = 0x15 hex = 21) is due to a problem with the twi interface on the main/motor processor which is a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a pump error. The customer was able to clear the error, was able to complete the rewind and completed the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned. The customer will discontinue to use of the device.